Manufacturer narrative:
Evaluation: as returned, the weld between the sleeve and drill bit has fractured. The lot number was not provided, therefore, it is not possible to determine when this device was manufactured and the device history records can not be reviewed. Given that the lot number was not provided it is possible that this device was reused, which is not per the labeling of the device. With the given information the exact cause of the failure can not be determined.

Event description:
It is reported that the drill broke off over the guide pin causing the guide pin to fracture off inside the glenoid.